Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient disconnected from the homechoice device and a breach in aseptic technique occured. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during unknown cycle of peritoneal dialysis therapy. It was reported the patient disconnected in their sleep. The technical service representative (tsr) had the patient attach a minicap to the transfer set. The tsr reviewed proper procedures with the caregiver. There was no patient injury or medical intervention associated with this event. No additional information is available.